Manufacturer narrative:
The device remains implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. As device information is unknown, labeling information cannot be obtained.

Event description:
Healthcare professional reported a right side rupture. The device remains implanted. This medwatch is for the right side. See MFR # 9617229-2017-00501 for the left side.